Event description:
(B)(4). I received the essure in mid 2012 and not even two week later started having bad pains in my lower stomach. Going back and forth to doctor I kept getting advised everything was fine the pain would go away eventually. It never did it actually has gotten worse and worse. On top of constantly being in pain for the last 3 years my overall health has declined tremendously from weight loss to tooth decay. I have been diagnosed with fibromyalgia since receiving the essure as well after being told several times there was no reason I should be hurting all over my body all the time. And when I would ask if it was caused from essure 1 out of 10 doctors even knew what the essure procedure was. So not only am I struggling with all these problems and severe pain and the doctors dont even know what is going on. Great. And to top everything off the ob doctor office that performed procedure is telling me that my only option is a hysterectomy. I am only (B)(6) years old and they want me to have a hysterectomy? After expressing I would like to find another way to get them removed rather than put my body through the big of a change so soon they kept just feeding me pain meds. And eventually got rude and upset because I advised them it I dont want to keep taking meds just to get through the day and still be in pain. They told me well we told you what to do I dont know what else you want us to do and wouldn't make an appointment for me to see doctor. Please if anyone knows a what I can do and afford to get these things out of me please share. I have three beautiful girls and I feel as if I cant be the mother they deserve due to constant pain and loss of energy and major depression it is not fair to them nor me when at the time there was no information regarding all the severe and prolonged side effects of product.